Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with a fenestrated bipolar forceps instrument, where the wire was found broken. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the surgical procedure where the endoscope and instruments were engaged. There was no material missing or detached from the portion of the device that enters the patient's body. No allegation of unclamping failure while gripping tissue. At the end of the procedure, the surgeon was unable to move the instrument, it remained static.